Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, while stapling the stomach, the user experienced difficulty with two stapling reloads on a powered stapler. The first one stopped after a couple of staples deployed and the user reported a loud crunching noise. The second one also made a loud crunching sound and formed a poor staple line. A manual stapler was used to complete the procedure with no issues. There was no injury caused to the patient and no medical intervention was required as a result of the device issue.